Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer had not reset the pump in the last 24 hours. Technical support provided information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the malfunction code reappeared. The customer acknowledged and understood the instructions.